Manufacturer narrative:
H3:no evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a defect when inserting the drill when tested. The drill does not reach the end of the tube and when shaking the tube, a noise is heard of a loose part inside it. . There was no patient involved with this event.

Manufacturer narrative:
H3: evaluation of the device determined tool that was returned with the product 10ba20d is not intended to be used with the telescoping tube/attachment. However, using a different telescoping tool, it was confirmed that the tool could not be fully inserted into the tube. Using a borescope, it was discovered that the inner race of bearing 900-0 had separated from the outer race and was loose inside the tube. The bearing was second from the most distal in the assembly. The suspected cause of failure is the bearing separated from the outer race and was loose inside the tube. It was also noted that tt12c telescoping tube and packaging for 10ba20d were received (no tool). No identifying markings are visible on the tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.